Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left hemicolectomy procedure the clips were malformed. The surgeon decided to finish the case by using a reusable device. No adverse patient consequences.